Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr case after the 23mm valve was deployed moderate central leak was noted on angiogram and echo; only two leaflets were visualized. An attempt was made to ¿free¿ the third leaflet with manipulation by a pigtail catheter and this was unsuccessful. It was decided that a second valve would be necessary; a second valve was prepared and deployed in good position with acceptable results. This event was attributed to an overhanging native leaflet. Additional information: the pre-deployment position of the first valve was approximately 50:50. The native valve/leaflet and aortic root calcification was described as mild. Coaxial alignment of the delivery system and the valve was described as good; image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. A technical summary was created by edwards lifesciences to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient anatomical factors (i.e. Unusually long native leaflets) and/or procedural factors (lower valve placement then assessed on imaging) caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.